Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable alarms was confirmed via the log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was submitted for review and a log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days ( (B)(6) 2021, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. Beginning on (B)(6)2021 at 19:38:42, atypical low voltage advisory alarms occurred while connected to the battery power on the black power lead due to an atypical drop in bus voltage. While the bus voltage was low on the black power lead and a true power cable disconnect on the white power lead was made, an atypical no external power alarm activated. These alarms occurred on (B)(6) 2021 between 19:39:03 ¿ 19:39:08 and 19:39:21 ¿ 19:39:28. The backup battery provided power to the system during these events. The driveline was disconnected on (B)(6) 2021 at 19:42:53. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. Additional provided information communicated on 11jan2022 stated that the alarms have resolved so far. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: piece of orange o-ring in black power lead lemo connector, difficulty tightening the black connector nut the device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer pm 30jul2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated power cable disconnect alarms had sounded and the yellow light had flashed on the white power lead of the system controller. The events had taken place during mobile power unit (mpu) connection. The patient then connected to battery power, however the alarms persisted. The patient then exchanged their system controller. The patient was asymptomatic at the time of the events. Review of the patient's log files showed a low power advisory event on (B)(6) 2021 at 19:38:42 while on battery power, which was associated with a voltage reduction from the black power lead. The log files indicated that the battery on the white power lead was disconnected, and a no external power event was recorded. The backup battery was used to maintain pump speed during the no external power event. The log files indicated that the white power lead had changed power sources from the mpu to batteries several times, while the black power lead stayed connected to battery power. Power alarms continued during the events due to low voltages that occurred on the black power lead. Motor speed was maintained during the events until the driveline was disconnected on (B)(6) 2021 at 19:42:53. The log file data was unable to determine the exact cause of the voltage reduction from the black power lead. The patient would remain in the hospital until the replacement controller arrived.